Event description:
It was reported that the customer experienced elevated blood glucose levels. Customer changed cartridge and infusion set and reported pump appears to be delivering as expected.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted.